Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the occurrence of an internal battery error message and revealed the single occurrence of an error message (sf74) related to the software. The internal battery was replaced to address the internal battery error message. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported internal battery error message was due to a battery controller software issue and the sf74 was due to a software issue. The reportable event occurred outside the us. During a routine check of complaints records, it was detected that the event is reportable in the u.s. This report is being submitted to correct the error. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery error message. There was no patient harm or serious injury reported as a result of this incident.